Event description:
It was reported in an article in journal of ¿vasa¿ titled ¿the prospective germanvasc cohort study", that approximately sometime post procedure, thirty-three patients had complete occlusion and five patients developed greater than fifty percent stenosis in treated target vessel of thirty-nine interventions. Of thirty-eight patients who underwent treated vessel re-intervention, thirty-six achieved successful technical outcome with residual stenosis of thirty percent. However, one patient still have existing target lesion occlusion. Postoperative complications occurred in five- one patient developed occlusion of revascularization, two patients experienced bleeding, one patient has well developed postoperative wound infection and one patient had unplanned major amputation at above ankle of treated leg. Of twenty-eight number of patients within twelve-month follow-up, thirteen required graft-site reoperation of treated leg, four had major limb amputation of treated leg and three major cardiovascular events of myocardial infarction occurred. The patients current status is unknown.

Manufacturer narrative:
H10: as this serious injury is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of thirty-eight for this event. H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the device was not returned for evaluation. No photos were provided for evaluation. No device malfunction was reported. The result of the investigation is confirmed for the reported adverse events of stenosis and occlusion post procedure. The definitive root cause for the reported adverse events of stenosis and occlusion post procedure could not be determined based upon the available information labeling review: instructions for use for sleek pta rapid exchange (rx) dilatation catheter product family was reviewed the following sections are applicable: indications: the sleek catheters are intended for balloon dilatation of the femoral, popliteal and infra-popliteal arteries. These catheters are not designed to be used in the coronary arteries. Warnings: this product is designed and intended for single use. It is not designed to undergo reprocessing and re-sterilization after initial use. Reuse of this product, including after reprocessing and/or re-sterilization, may cause a loss of structural integrity which could lead to a failure of the device to perform as intended and may lead to a loss of critical labeling/use information all of which present a potential risk to patient safety. Reusing this medical device bears the risk of cross-patient contamination as medical devices ¿ particularly those with long and small lumina, joints, and/or crevices between components ¿ are difficult or impossible to clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time. The residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications. Adverse effects: possible adverse effects include, but are not limited to, the following: vessel perforation; vessel spasm; haemorrhage; haematoma; hypotension; pain and tenderness; arrhythmias; sepsis/infection; systemic embolization; endocarditis; short-term hemodynamic deterioration; death; vascular thrombosis; drug reactions, allergic reaction to contrast media; arteriovenous fistula; vessel dissection. H10: artur kotov, frederik peters, eike sebastian debus, thomas zeller, peter heider, christian-alexander behrendt, et al. (2021). The prospective germanvasc cohort study. Vasa . Journal of vascular diseases, 50(6):446-452. Doi: 10.1024/0301-1526/a000966. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported in an article in journal of ¿vasa¿ titled ¿the prospective germanvasc cohort study", that approximately sometime post procedure, thirty-three patients had complete occlusion and five patients developed greater than fifty percent stenosis in treated target vessel of thirty-nine interventions. Of thirty-eight patients who underwent treated vessel re-intervention, thirty- six achieved successful technical outcome with residual stenosis of thirty percent. Postoperative complications occurred in five of thirty-nine - one patient developed occlusion of revascularization, two patients experienced bleeding, one patient had well developed postoperative wound infection and one patient had unplanned major amputation at above ankle of treated leg. Of twenty-eight number of patients within twelve-month follow-up, thirteen required graft-site reoperation of treated leg, four had major limb amputation of treated leg and three major cardiovascular events of myocardial infarction occurred. The patient's current status is unknown.

Manufacturer narrative:
As this serious injury is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of thirty-eight for this event. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) are adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Artur kotov, frederik peters, eike sebastian debus, thomas zeller, peter heider, christian-alexander behrendt, et al. (2021). The prospective germanvasc cohort study. Vasa . Journal of vascular diseases, 50(6):446-452. Doi: 10.1024/0301-1526/a000966. The device not returned.